Manufacturer narrative:
(B)(6).

Event description:
The customer alleges the scooter went backwards down a ramp; the customer sustained a fractured elbow.

Manufacturer narrative:
Device evaluation is anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges the scooter went backwards down a ramp; the customer sustained a fractured elbow.